Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The father reported via phone call that an unexpected restart alarm occurred after the battery was replaced on the insulin pump. It was also found the buttons were unresponsive after. The customer's blood glucose was 70 mg/dl. The insulin pump will not be returned for analysis.